Manufacturer narrative:
As reported, the sealant sleeves of a 6f/7f mynx control vascular closure device (vcd) were split and did not enter a 6f non-cordis sheath. There was no reported patient injury. The vcd was prepared and used according to the instructions for use (IFU). The vcd was used in a percutaneous coronary interventional (pci) procedure. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The deployer was mynx certified. The sheath introducer used was a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity and little presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. Hemostasis was achieved with another mynx device. The device was stored according to the IFU. The split was observed during insertion into the sheath. Excess force was not applied during insertion. One sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 and button 2 were not depressed. The stopcock was found in the open position, and the syringe was not attached to the unit. The sealant was present in its manufactured position but was partially exposed. The sealant sleeves exhibited a frayed/split/torn condition. Additionally, the catheter sheath introducer (csi) was returned inserted in the device. The balloon was deflated, and the core wire was present. No other anomalies were observed during this analysis. Per functional analysis, a simulated deployment test was conducted to evaluate functionality. The unit operated as intended, successfully deploying the sealant and retracting the balloon upon activation of button 1 and button 2. However, the functional test to evaluate insertion and withdrawal into the csi could not be performed due to the damaged condition of the sealant sleeves. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. This measurement was obtained using a calibrated ruler. A dimensional analysis to measure the slit length could not be executed due to the condition of the sealant sleeves. A high-magnification evaluation was performed on the sealant sleeves. The analysis revealed a frayed/split/torn condition that resulted in premature sealant exposure. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that there was no excess force was applied during insertion) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeves of a 6/7f mynxcontrol vascular closure device (vcd) were split and did not enter a 6f non-cordis sheath. There was no reported patient injury. The vcd was prepared and used according to the instructions for use (IFU). The vcd was used in a percutaneous coronary interventional procedure. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The deployer was mynx certified. The sheath introducer used was a 6f- non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity and little presence of pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved with another mynx device. The device was stored according to the IFU. The split was observed during insertion into the sheath. Excess force was not applied during insertion. The device is available for evaluation. Addendum: on product evaluation, the sealant was found partially exposed.